Manufacturer narrative:
The customer performed a visual inspection of the pinch valve tubing and did not discover any leaks or bubbles. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii assay results for one patient tested on a cobas 8000 e 602 module. The customer performed qc before and after the event and had acceptable results. The patient's initial ft4 result was not reported outside the laboratory. The customer performed repeat testing on the same analyzer and used the same measuring cell channel as well as a different measuring cell channel. The patient's initial ft4 result with measuring cell channel 2 was 4.85 ng/dl. The patient's first repeat ft4 result with measuring cell channel 1 was 1.17 ng/dl. The patient's second repeat ft4 result with measuring cell channel 1 was 1.14 ng/dl. The patient's third repeat ft4 result with measuring cell channel 2 was 1.15 ng/dl. The patient's fourth repeat ft4 result with measuring cell channel 1 was 1.06 ng/dl. The ft4 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
Control measurement was conducted before and after the sample measurement, and no abnormalities were found in the control results. The customer replaced the pinch valve tubing. The investigation determined this action resolved the issue.